Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the right and left common femoral arteries (rcfa & lcfa) using perclose proglide devices. Reportedly, during deployment of the first proglide device in the rcfa, no suture was present when the needle plunger was removed. The device was removed over a guide wire and a second proglide device was attempted, but no suture was present when the needle plunger was removed also. The suture from two additional proglide devices, were successfully deployed and set to the side. The access site was upsized to 16-french. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. Reportedly, during deployment of the first proglide device in the lcfa, the suture broke when the needle plunger was removed. The device was removed over a guide wire and a second proglide device was attempted, but no suture was present when the needle plunger was removed. The suture from two additional proglide devices, were successfully deployed and set to the side. The access site was upsized to 12-french. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other three perclose proglide devices referenced were filed under separate medwatch manufacturer reports.